Event description:
It was reported that during a lobectomy surgery, noted the device partially fired (1/2) in the 10th fire on vessel. Reversed the knife and noted bleeding. Changed to open operation and completed the surgery. The surgery was prolonged for about 1 hour.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024 d4 batch # unk investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Photo and video images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: what was the procedure? -pulmonary lobectomy what vessel was the stapler fired upon? -vasa publica how many stokes of the 3 stoke firing sequence was completed during the 10th firing? -unknown what was the total estimated blood loss (ml)? -1300ml was a transfusion required? -yes how was the bleeding addressed? -suture sewing what was the pre and postoperative anti-coagulant and pain management protocol? -unknown any clips, clamps, or graspers near the area where the device was being fired? -unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch#: e240000388 & e240000339. Photo/video analysis: this is an analysis of two photos and one video submitted for evaluation. During the visual analysis, the following was observed: the video shows a display during the surgery with the device intervening in the tissue and at mark 0.02 it can be seen that the doctor squeezed the trigger twice but at third fired the device stuck. At 0.08 mark, the display shows de device in a bottom view of the channel and it can be seen the sled of the white reload loaded in a partially fired position. In addition, some b-formed staples could be seen in the tissue around the device jaws and bleeding is observed in the tissue. Both photos shows a display of the surgery where the jaws of the device are intervening and it can be observed the sled of the reload in the proximal 3/4 partially fired position and can be seen bleeding in the tissue. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the device lot: e24080007, and batch number: e240000388 & e240000339 no non-conformance's were identified.